Event description:
Forty-eight year old female had silicone breast implants placed on 1973. Had these removed 10/28/92 and saline breast implants placed. Had right saline implant removed and replaced 10/28/94 due to deflation of right implant.